Event description:
The hex heads of the tibial screwdrivers have become rounded. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of eval: eval results indicate that the instrument is still functional.